Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure.additional text: shorted out after pt dropped battery in water.specific component(s) involved: external controller malfunction.additional text: controller shorted out after pt dropped battery in water.causative or contributing factor: patient error in caring for system.intervention(s): replacement of external controller.implant device type: lvad.